Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a gauge reading inaccuracy issue occurred. During a procedure and while attempting to inflate a balloon, the gauge of the 26 encore balloon catheter inflation device was swinging irregularly. The gauge needle was not stable and was going from 0 to 26atm without slowing down. The inflation device was replaced at once, without the balloon being inflated. The procedure was completed with another encore device. No patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the device observed the gauge needle was reading 0atm. A functional test of the complaint device was carried out using a bsc stopcock. The device passed all functional tests done. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a gauge reading inaccuracy issue occurred. During a procedure and while attempting to inflate a balloon, the gauge of the 26 encore balloon catheter inflation device was swinging irregularly. The gauge needle was not stable and was going from 0 to 26atm without slowing down. The inflation device was replaced at once, without the balloon being inflated. The procedure was completed with another encore device. No patient complications reported and the patient's condition was good.